Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the id4501i duragen 4x5 1 pack ce (id4501i) was used in parietal meningioma surgery. The patient was doing well; however, 2 weeks after the operation, subcutaneous cerebrospinal fluid retention was observed. Craniotomy was performed again, and dural closure was performed with autologous tissue (such as fascia). Currently, the patient is doing well. No further information was provided by hospital.

Manufacturer narrative:
The duragen 4x5 1 pack ce (id4501i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and , device history record (DHR) could not be reviewed. However since some details of the case were provided, an assessment was performed by scientific affairs which concluded the following: ¿there is insufficient information to make a determination. However, csf leaks are standard outcome of neurosurgical procedures and routinely occur at a rate of about 3-5%. If there is underlying elevated icp (hydrocephalus) that is not managed before dural closure, then a csf leak is almost certain to occur. If the minimum 1 cm coverage of the existing dural margins are not overlapped with duragen then the possibility of csf leakage is increased. In the case of meningioma resection that leaves a void in the cortex, if the duragen is tented over the void it will likely collapse into the void and not seal the dura. In such cases the duragen should be draped into the space to be in contact with the dressed cortical surface and then up and over the dural margins to a minimum of 1 cm overlap. If more overlap is possible, it should be achieved, the 1 cm indication is a minimum, there is no maximum, all exposed dura should be covered with the duragen matrix graft if possible.¿ if additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a